Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the representative was unable to enter the cranial application. It was returning a "no valid license" message. The representative attempted to boot into admin, however the system returned him into a blank blue screen with a x-term window. The window was reading "root@stealth". There was no patient present.